Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection which resulted in a leak was reported between the supply bag and the supply line, which is know to cause this alarm. The cause of the disconnection which resulted in a leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the supply bag fell and disconnected from the supply line resulting in a leak onto the bags and the supply box that led to this alarm. Renal therapy services (rts) guided the patient to end the therapy session and remove the supplies. Rts advised the patient to contact their pr registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.